Event description:
Cannula broke off. A locking blunt cannula was connected to the injection port of the veni-loop, and immediately after the connection; it was noted by clinician that there was a small amount of blood leaking from this connection site. The amount of blood loss was reported to be insignificant. The set-up was changed and there was no adverse patient event.